Event description:
It was reported that the ventilator generated an error code. No more information was available. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated either a technical error indicating power error or failed one of the pre-use check tests with the same error code number. Identification of issue has been done by analyzing problem description and service report. The device¿s logs have not been available for further evaluation. Based on technician statement, the customer will repair the device themselves, hence there was no on-site visit by our technician, no further troubleshooting was done and no estimate has been made. The solution to the issue is unknown and it is not possible to know which parts have been found defective. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).